Event description:
During IV insertion, resistance was met and catheter was removed from pt. Catheter broke leaving 1/4 inch tip in skin. Removal of catheter tip necessitated small incision requiring 3 sutures.